Manufacturer narrative:
Correction: correction: during device evaluation failure code 550:320:654:0000 was not duplicated. There was no occurrence of the device failing to alarm (no audible tone). (B)(4).

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation, a follow up medwatch will be submitted. (B)(4).

Event description:
The facility representative contacted baxter (B)(4) technical service to report a colleague infusion pump with a failure code 550:320:654:0000. The reported condition occurred upon power up. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. During baxter pre-screen on (B)(6) 2010, no audible tone was observed for failure code 550:320:654:0000.